Event description:
New information notes that the device exhibited inappropriate auto mode switching due to farfield r- wave oversensing during testing. Premature atrial contractions were also observed. Programming changes were recommended. Patient remains in good condition.

Event description:
It was reported that the patients device exhibited post-sensed t-wave oversensing, intermittent atrial undersensing due to blanking and intermittent far r- wave oversensing. Patient received inappropriate atp for post sensed t-wave oversensing, which was noted on stored egm. Programming changes were performed and the patient is in good condition.

Event description:
New information received notes that another instance of farfield r-wave oversensing was observed. Programming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.